Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that approximately five weeks post implant their chest really hurt, and when pressed green fluid and puss came out.  The patient physicians cleaned it and have them antibiotics. Approximately three days later, the patient noted the device sticking out. This was later removed  by the physician. No further patient complications have been reported as a result of this event.